Manufacturer narrative:
The subject device was returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure using the tjf-260v in combination with the subject device (distal cover maj-311), it was found that the subject device was about to come off when the forceps elevator of the tjf-260v was raised. Since the subject device did not fall into the patient's body, the subject device was replaced to another distal cover, and the intended procedure was continued and completed using the tjf-260v. There was no report of patient injury associated with this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper attachment of the peripheral device. It is recommended that the user instruct the method of handling if necessary. Olympus will continue to monitor field performance for this device.